Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess scar tissue at the implant site. Surgery took place on (B)(6) 2011, and resolved the issue. The implanted device remains.